Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. At 7:00 pm the patient's blood glucose result was 31.4 mmol/l and the patient was administered 11i.u through the infusion device. Caller alleged that the bolus of 11i.u was missing from the data log of the device. The patient experienced symptoms of nausea, headache, and dizziness. The father intervened and assisted the patient with her infusion device and pen therapy, as the patient was unable to self-treat. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.